Event description:
The customer contacted physio-control to report that their device had a service indicator present and that it was no longer holding the date and time. The unit also appeared to take a little longer than usual to get through the self-test during power up. There was no patient use associated with the reported event. Upon examination of the device, physio-control observed that the unit was locking up and unable to progress past the self-test screen.

Manufacturer narrative:
(B)(4). Physio-control examined the customer's device and verified the reported failure. Physio then replaced both the system controller (sc) and user interface (ui) pcb assemblies and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio further examined the removed sc pcb assembly and determined that the cause of the reported failure was an integrated circuit (ic) chip, designator u61. The failure would not allow the device to complete the boot-up cycle. The removed ui pcb assembly was an ancillary removed part and there was no failure of this assembly.